Event description:
On (B)(6) 2018, a 30mm amplatzer pfo occluder (pfo) was chosen for implant. The pfo was prepared for implant, passed through the delivery catheter, and advanced in to the left atrium. When the device was deployed, the left atrial disc would not deploy into the normal frisbee shape and instead deployed in a balloon shape. The device was removed without issue and a second 30mm amplatzer pfo occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure and the procedure was not extended beyond 30 minutes. No patient consequences were reported.

Manufacturer narrative:
The reported event of the distal disc of the occluder deploying deformed was confirmed. The disc deployed in a bulbous formation under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The reported event of deformity upon deployment was initially confirmed. The device was sent for further investigation, which found that following the simulated deployment, the bulbous shape returned to normal and met functional specifications. Bunching and bent nitinol wires were noted on the distal disc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. This included inspection of the integrity of the nitinol braiding. The cause of the initial bulbous shape could not be conclusively determined; however, it is possible that the noted damage in the nitinol braiding contributed to the reported event.